Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor on the insulin pump is inaccurate and has unexplained alarms. The customer indicated that the previous night her blood glucose reading was 40 to 50 mg/dl at the time of incident and 136 mg/dl for sensor glucose. At the time of the call, the customer's blood glucose was 125 mg/dl. Troubleshooting explained sensor glucose and blood glucose to customer and found that the sensor glucose and blood glucose levels were not in the acceptable range and the customer had a bent cannula. Troubleshooting advised customer that the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Sensor performed continuity resistance test and sensor failed per specifications. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used. Unable to test or reproduce skin irritation in lab.